Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction, thrombosis and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the patient underwent a coronary procedure on (B)(6) 2014, with implantation of a 3.0 x 18 mm absorb bioresorbable vascular scaffold (bvs) in the proximal right coronary artery (rca). On (B)(6) 2016, the patient experienced chest pain and was re-hospitalized. Coronary angiography was performed on (B)(6) 2016 and noted restenosis proximal to the absorb scaffold. Non-st elevation myocardial infarction was diagnosed, possibly due to thrombosis. The patient was discharged to home on (B)(6) 2016. The patient underwent a coronary artery bypass graft procedure on (B)(6) 2017, with bypass of the right coronary artery and the lad. The patient's condition resolved on (B)(6) 2017. No additional information was provided.